Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced pause episodes due to undersensing. It was further noted that the "since" session counters for pause are not incrementing. The icm remains in use. No patient complications have been reported as a result of this event.